Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) level was 125 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer declined to provide.